Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The regulatory affairs staff reported that a dp1045 duragen plus dural regeneration matrix 4x5 1 pa was noted to have hair inside the package. The date of the event was not specified. No patient contact, injury, or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. However, retain sample was evaluated and the following was concluded: ¿one retain sample was available of lot 2603497. Visual inspection was performed, and no similar condition was observed ¿ no anomaly found within package, sealing or color of product. Retain sample was evaluated: no foreign matter was found in the package. The DHR was reviewed and no anomaly was observed that could have caused the reported condition. No event was recorded for the mentioned lot; thus, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint condition could not be confirmed. The root cause is undetermined.